Event description:
A patient sample was tested for troponin (accu tni) and a result of 0.71 ng/ml was obtained. The specimen was re-tested and repeated result was 0.03 ng/ml. The sample was tested on a different instrument and a result of 0.03 ng/ml was obtained. The results were not reported out of the lab. There was no affect to patient or user connected to or attributed to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plastic tube and centrifuged at 3,500 rpm for 10 minutes. Other analytes for this patient were reported with normal results. No error messages were noted in the event log during the event time. Qc was within specifications before the event. A system check performed by customer prior to fse arriving failed. A field service engineer (fse) was dispatched: the fse inspected the instrument and found aspirate probes very dirty. The fse changed the aspirate probes and re-ran the system check which met specifications. The fse performed a preventive maintenance (pm) and verified operation. Although hardware may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.